Manufacturer narrative:
Health impact-(B)(4). A review of the device history record has been completed. No deviations or non-conformities noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture.

Event description:
Physician reported implant rupture and capsular contracture - baker grade iii. Diagnosed by MRI and palpation. Device has been explanted and replaced with a non-allergan device. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6b.

Event description:
Physician reported implant rupture and capsular contracture - baker grade iii. Diagnosed by MRI and palpation. Device has been explanted and replaced with a non-allergan device. This relates to the left side.